Event description:
The omnipod application on my phone falsely accused me of modifying my device and locked me out of being able to bolus insulin. Lots of users were impacted by this: https://www.reddit.com/r/omnipod/comments/1kranrc/device_has_been_modified/.